Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing high blood glucose level 400 mg/dl. Customer reported leakage at reservoir during normal use. Insulin pump's retainer ring was cracked and reservoir was able to lock into place. Customer declined troubleshooting for high blood glucose level. Device will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, self test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with no traces of moisture on electronic assemblies and motor assemblies. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).